Event description:
Siemens was informed on (B)(4) 2014 that the software performed a reboot without request during a chest biopsy. The system rebooted within five (5) minutes and the biopsy was completed with no injury to the patient.

Manufacturer narrative:
Siemens was notified of the reported occurrence on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. The reported problem is a known issue that was solved in va44_sp3 software upgrade. The customer site will receive this upgrade in the near future.